Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after normal placement, the catheter began leaking. The catheter was explanted and replaced. The outcome noted no injury to the patient. The patient¿s medical history included meningioma intraoperative drainage.